Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber/glass cap also exhibits circumferential fracture on the proximal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; this failure mode is indicative of a fracture beneath the metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe adhesion on metal surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 9,315 joules of use and 1:26 minutes the ¿fiber not producing enough energy for vaporization, was cutting tissue but not vaporizing; fiber was also shaking when in use, delicate¿ was noted. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and the procedure was completed with a second fiber. Patient outcome: no injury to the patient was reported.